Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of wound dehiscence. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Wound dehiscence is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instruction for use (IFU). This MDR represents the galaflex mesh (device #2). Additional mdrs were submitted to represent the galaflex mesh (device #1) and galaflex 3d mesh (device #3, device #4, device #5, and device #6). Not returned.

Event description:
Per clinical trial (B)(4): on (B)(6) 2020, patient was hospitalized and underwent bilateral primary reconstruction; pre pectoral. The incision type was not recorded. Multiple pieces of galaflex mesh were implanted during this procedure. No concomitant procedures were done. On (B)(6) 2020, right breast wound dehiscence was reported. On 9/10/20, patient had washout and debridement procedure and was also treated with medication (cephalexin). It was noted that there was no evidence of exposed mesh or breast implants. Resolved without sequelae on (B)(6) 2020. Review by medical affairs identifies the reported wound dehiscence is likely related to the device and serious.